Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that when the light cable is used with this light source it heats up. Per additional information received, burn mark on patient skin.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: light source heating up. Probable root cause: led fan, front board, main board, led module, thermal switch, use errors. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that when the light cable is used with this light source it heats up. Per additional information received, burn mark on patient skin.